Event description:
Boston scientific received information that this atrial lead was exhibiting an increase in pacing impedance from 850 ohms to 1270 ohms. Four years after the initial observation was reported, the patient was admitted to the hospital after receiving several shocks due to ventricular tachycardia (vt). Device evaluation noted the atrial impedance was greater than 2000 ohms. Defibrillation therapy was programmed off electively due to hospice care. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). The system remains actively implanted and no other adverse events have been reported. This product issue will be re-evaluated if additional information is received.

Manufacturer narrative:
(B)(4). Additional information was received stating this patient passed away. There are no allegations that a device issue caused or contributed to the death of this patient. The device was returned for testing. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.